Event description:
Boston scientific received information that this device was explanted due to premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory a thorough device evaluation was performed. Detailed analysis confirmed the device did not meet minimum expected longevity, however, the reason for premature depletion was undetermined.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.